Event description:
Customer reported a malfunction alarm that occurred after the pump was dropped. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump, although the customer experienced difficulty due to using a third-party charger. The customer planned to attempt the reset independently and reach out if further assistance was needed.